Manufacturer narrative:
Evaluation summary: the product was not returned. A picture was provided by the customer for analysis. The picture showed a burn mark on the tube of the device. The reported condition was confirmed. The investigation found a burn mark on the tube of the device. Without the physical device, could not determine the cause of the reported condition. The investigation could not determine the root cause of the customer's report. The customer is advised to return the incident device so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during adenoidectomy, an area of insulation on the suction bovie electrode was seen to have failed. The surgeon examined the patient¿s surgical sight and noticed an area of approximately 4.6 mm adjacent to the surgical side that had unintentional ablation/cauterization caused by the failed insulation. Patient¿s procedure completed with new suction cautery wand.